Manufacturer narrative:
The anaesthesia unit was investigated onsite by our field service engineer (fse). The fresh gas transducer printed circuit board (pcb) was found to be defective and the fse resolved the reported failure by replacing it. The anaesthesia unit passed all functional and safety test and was cleared for clinical use after that. All this can be confirmed in the provided logs. A long-term test was then performed in our anaesthesia laboratory after receiving the pcb for further investigation. A successful system check-out (sco) was performed first, followed by over a week of testing with a test lung. Then several successful scos without any problems. The reported issue could not be reproduced. We have not been able to determine the true cause of the issue. The pressure, conveyed via the pressure tube connected to this block, is led to and measured by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure.

Event description:
Manufactures reference ID: (B)(4).

Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c20 anesthesia system. D4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6888520. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #:(B)(4). H4 ¿ manufacture date - previous manufacturing date: 03/15/2021, corrected manufacturing date: 03/05/2021.

Event description:
Manufactures reference ID: (B)(4).

Event description:
It was reported that the anesthesia system failed the pressure transducer test in system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).